Event description:
It is reported that upon deployment, the legs of the vena cava filter did not open. The filter was retrieved through the same access site and another filter was successfully implanted. No pt injury.

Manufacturer narrative:
The lot number was provided. The device history records were reviewed and the lot was found to have met all release criteria. The investigation is currently underway.